Manufacturer narrative:
H6: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro self-activated. The pre-test was not performed. A new kit was used to complete the procedure. There were no pt effects. The product was discarded.